Event description:
This mx800 monitor is configured with our standard nicu [neonatal intensive care] configuration, which includes red alarm functionality that calls out into the nurse call system, while the yellow and cyan alarms are configured to not call out. This monitor suddenly changed its configuration from this functionality into full alarming into the nurse call system from all alarms: red, yellow, and cyan. Nurse call cable and port were initially replaced and verified to be functioning correctly. Issue was isolated to mx800. Mx800 configuration can only change through service or configuration modes and should not be able to revert to another configuration.